Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for elecsys vitamin d total gen. 2 assay (vitd) on a cobas 8000 elecsys system. The customer complains that they have up to a 50% difference in values between duplicate runs of samples, especially when values are close to the low end of the measuring range. The customer provided data for a total of 329 patient samples, and of these, 4 had erroneous results. It was asked, but it is not known if the erroneous results were reported outside of the laboratory. (B)(6). No adverse events were alleged to have occurred with the patients. The vitd reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.